Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with burning, inflammation, pimples, drainage, and infection, going from needle site towards under entire adhesive. The patient contacted a doctor on (B)(6) 2023, who confirmed this infection and prescribed treatment with an oral antibiotic (name and dosage unknown). At the time of the report the patient stated the skin reaction was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.